Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with two smartablate¿ irrigation tubing sets and a foreign material was discovered in the tubing sets. There were bubble errors on the pump while the smartablate tubing was in use. A white film inside the tubing set was also noticed. The tubing set was exchanged with a different lot number and the same film inside was seen. The tubing sets were not connected to the patient. The tubing set was exchanged again with a different lot number and the issue resolved. The procedure was completed with no patient consequence. The bubble error is not MDR reportable because the potential risk that it could cause or contribute to a death or serious deterioration in the patient¿s state of health is remote. On the other hand, the foreign material discovered in the tubing set is MDR reportable because if material is found inside the tubing set, then it can cause embolism or stroke.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 06/07/2017. The analysis has begun but is not completed at this time. During visual inspection, it was discovered that the tubing appears to have dried saline inside it. Closer inspection showed no film was found in the tubing. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with two smartablate¿ irrigation tubing sets and a foreign material (white film) was discovered in the tubing set. Smartablate tubing was initially visual inspected and film was found. Clearer initial inspection found it was dry saline in the tubing. After decontamination, it was found in good normal condition no damage or dried up saline inside tubing. Irrigation test was performed. Lab flushed the tubing thoroughly with a smart ablate pump. No micro bubbles were found inside the tubing. No bubble alarm was displayed during analysis. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.